Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. During investigation, it was found that the values the customer stated he obtained were in the meter memory but on different days.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 180 mg/dl, 100 mg/dl, 138 mg/dl and 141 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.